Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the connector at the distal end of the extension was twisted in the molded rubber. The #2 connector was twisted.

Event description:
Additional information received from a health care provider (hcp) via a manufacturing representative reported the extension had a fray in it at the operative settings.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 64002, lot# n242701, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID: 3550-29, serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported by the consumer via a manufacturer¿s representative that an ¿end of service¿ (eos) message was seen and the primary cell implantable neurostimulator (ins) battery was at 2.62 v. The patient had not had any falls. Stimulation could not be turned on initially. The ins was re-interrogated and a ¿power on reset¿ (por) screen was seen. Impedance tests were performed. On the left side, the lowest impedance was measured on electrode pair c/2 and was 874 ohms. On the right side, the lowest impedance was at c/6 and was 903 ohms. The patient was programmed to the following parameters: left ¿ c+ 2-, 3.7 v, 90 ¿s, 185 hz; right ¿ 7- 6+, 4.3 v, 90 ¿s, 185hz. The manufacturer¿s representative was unable to perform therapy impedances. Longevity calculations were performed and estimated elective replacement indicator at 16.36 months and eos at 19.36 months. A device replacement occurred on (B)(6) 2015. On that day, the patient presented with a loss of therapy, which was described as sudden. The patient also saw a ¿call your doctor¿ icon on the patient programmer. The patient experienced a ¿current leak-like symptom¿ near her clavicle. Another por was also seen and the ins could not be turned on despite the battery voltage being 2.68 v. Impedances could also not be obtained that day. X-rays and a CT scan were performed to check for lead integrity and disconnects. Upon opening the ins pocket, it was evident that the extension had a frayed area near the adaptor connection site. Blood was inside the housing of the extension. The surgeon also confirmed the extension insulation was compromised. The patient required an extra incision and tunneling from the lead/extension connection to the chest. The patient recovered without sequelae. The patient¿s indication for use was parkinson¿s disease. See also manufacturer's report # 3004209178-2015-25567.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.